Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to damaged charged coupled device unit the image disappeared during angulation in right/ left directions. During device evaluation, it was found: insulation resistance value did not meet the standard value due to damage on the insertion pipe, adhesive on the bending section cover had a chip, bending tube had a dent, bending angle in up direction exceeded the standard value due to a dent on the bending tube, and the bending section could not be fixed firmly due to damage on the forceps elevator lever. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex deflectable videoscope screen did not appear. The issue was found during preparation for use of a therapeutic laparoscopic colectomy. The procedure was completed using a similar set of equipment. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.